Manufacturer narrative:
During service activities on-site the main pcb was replaced and was made available for analysis at manufacturer¿s site. A visual inspection revealed a crack within the housing of a capacitor and burn marks at one diode. A reduced dc resistance of the capacitor finally caused a too high current through the diode, resulting in a thermal destruction of the diode. Therefore it can be concluded that a damaged capacitor was root cause for the reported problem. A risk of fire can be excluded as the pcb is made of non-flammable and self-extinguishing material and as fuses would interrupt power supply in case of too high current. Due to the loss of the supply voltage in case of this failure a shutdown of the machine is performed and an acoustical alarm is given for at least 7 seconds. The manual ventilation is functional with restricted fresh gas flow observation as fresh gas is no longer displayed- but can be continued to be monitored with the total flow meter. As in the last 3 years no similar case was reported from the field the case was assessed to be a single event.

Event description:
It was reported that the device stopped ventilation mid case with a blank screen. Reportedly a burning smell was noticed by the staff. It was not possible to turn the device back on. The patient was ventilated manually. No patient injury reported.